Event description:
Patient stepped on foot stool to get onto x-ray table and it detached from the table. The patient stumbled forward into the table but was not injured. Ge notified to come look at the table.